Manufacturer narrative:
Exemption number e2016006, this report summarizes 71 events of perforation with or w/o tamponade for the sapien 3 in the aortic position. The ¿time to event¿ (tte, in days) for this event was 15.   Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device identification (di) numbers for edwards commandertm delivery system are: (B)(4).

Event description:
(B)(6) registry alternative summary reporting (asr) adverse event submission for february 2020 data extract for aortic serious injuries for the sapien 3. February 2020 data extract includes data provided by acc for q3 2019 (july 1 - september 30).   This report summarizes 71 events of perforation with or w/o tamponade serious injury events for the sapien 3 for february 2020. The age range for these events are from 57 to 95. The breakdown for gender is as follows: 30 male and 41 female.

Manufacturer narrative:
Supplemental report to resubmit h6 codes.

Event description:
This report summarizes <noe> 71 </noe> events of perforation with or w/o tamponade serious injury events for the sapien 3 for (B)(6) 2020.

Manufacturer narrative:
Supplemental report to add noe statement in b5 section.